Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-04330. It was reported the pt had effective stimulation, but wanted more coverage. The pt had three leads, and two with the same lot number. It was reported two of the leads were peripheral leads (off-label use). The physician decided to replace the leads with one surgical lead to provide more coverage. Follow up identified the physician replaced the leads with one surgical lead. It was reported the pt rec'd effective stimulation postoperative.